Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range pacing impedance measurements and noise. The noise was oversensed resulting in six seconds of pacing inhibition. It was reported that the patient experienced pre-syncopal symptoms (dizziness). An invasive procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported. Please refer to regulatory report number 2124215-2012-08552 for lead information.

Manufacturer narrative:
Available information suggests that this device remains implanted and in service. Laboratory analysis of the returned lead concluded that set screw marks at the end of the terminal pin indicated that the lead was not fully inserted into the device header. An improperly inserted is-1 terminal pin can lead to poor/intermittent contact between the lead and device. High impedance and noise could be expected with this configuration.